Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. It was noted there was a complete circumferential break right below the distal tip on the outer catheter. However, the distal tip was still attached to the core wire. Marker band is present and undamaged. Therefore, based on the findings the investigation is confirmed for the reported break issue as a complete circumferential break was noted right below the distal tip on the outer catheter. However, the investigation is inconclusive for the reported activation failure as no functional testing performed due to the condition of the returned sample. A definitive root cause for the reported activation problem and the break issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: d4(expiry date: 10/2021),g3,h6(method) h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a recanalization procedure, the device allegedly had activation problem. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during a recanalization procedure, the device allegedly had activation problem. There was no reported patient injury.